Event description:
The reporter stated that she received an er1 message at a time when she has some health problems and the flu. After receiving an er1, she retested and got a reading of 310 mg/dl. There was no allegation of harm made.